Manufacturer narrative:
The customer¿s reported issue was confirmed was not confirmed as there was no glass or optics were observed damaged. However, the service evaluation found corrosion on the coupler. Additionally, crack on the cable covering and the headcover labeling are worn/faded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) field service engineer was informed by the user facility that during maintenance the customer high definition autoclavable camera head¿s ¿cover glass unit is broken, image is fine¿. The camera was returned for service/repair. Upon inspecting and testing, corrosion was found on the coupler. No death injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause for the corrosion of the coupler could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.